Event description:
It was reported that the catheter was in use for routine ob use. Upon removal of the catheter, resistance was encountered. As the removal proceeded, the catheter separated with a piece retained posterior to l2 and extending into posterior musculature. A surgical procedure was performed to remove the retained piece of catheter. There were no patient complications.